Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Block h11: the polaris ultra ureteral stent was returned for analysis. The suture and the positioner did not return for analysis. The reported event of stent kinked will be confirmed. During the media, visual and magnification inspection, that stent was found bent near the renal coil. Additionally, there is evidence of stent calcified that is not related to the reported event. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused kink observed. Regarding the issue of stent calcified found, the event of stent calcified is anticipated in the risk documentation and as potential complications that may be associated with the use of the device, this event is assigned the most probable cause classification of known inherent risk of device which indicates that the adverse event is known. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the ureterolithiasis procedure, the blue end had a kink mark. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. The polaris ultra ureteral stent was not returned for analysis. During media inspection, it showed a polaris ultra in which the renal coil was kinked. The reported event of stent kinked will be confirmed. It is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the procedure could have caused kink observed. Additionally, bending or kinking during or prior to placement could damage the integrity of the stent. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the ureterolithiasis procedure, the blue end had a kink mark. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked, inside the patient.

Event description:
It was reported that during the ureterolithiasis procedure, the blue end had a kink mark. The procedure was completed with another of the same device and the patient condition following procedure was stable.